Event description:
A pt called in to zoll lifecor customer support to report that one of his batteries was no longer holding a charge. Support sent the pt a replacement battery.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The reported problem was confirmed. The cause of the battery not fully charging was a broken black wire within the battery pack where the wire attaches to the battery cells. The root cause of the broken wire has not been determined but may have been caused by a severe shock from dropping the pack. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.